Event description:
A us distributor reported that an electrode belt was displaying add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was confirmed. The orange wire by the connector was damaged. The root cause for damaged cable was unable to be identified. There was no adverse event that resulted from the damaged belt.